Event description:
A call center ticket was logged by a philips fse who, while performing an upgrade of the device, observed that the ac power led was not illuminating when plugged into ac power. There was no patient involvement.

Manufacturer narrative:
(B)(4).